Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade iii). Device evaluation: visual analysis of the photographs identified. Device patch with lot (or catalog) number lot number: 2335468 and catalog: sslp-320 opening (radius side). Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side and capsular contracture (grade iii) and rupture discovered during explant surgery. The device has been explanted.